Event description:
Per the clinic, the inflammation of the wound was noted on (B)(6) 2025, and the patient was hospitalized (specific date and duration not reported) and treated with IV antibiotics. The patient was tested positive with pseudomonas infection, reported as sensitive to clindamycin. Antibiotic treatment (specific duration and type not reported) was initiated and days later, discharge was observed from the stump skin at the site of the ear canal and from the retroauricular wound. The patient was underwent surgical cleaning (specific date not reported) with new samples again revealing the same bacterial agent. Antibiotic treatment was continued. Since then, the patient experienced persistent discharge from the retroauricular area and the skin of the ear canal. The patient was admitted again to the operating room on (B)(6) 2025, for treatment and biofilm was identified on the implant resulting in the decision to explant the device. The device was explanted and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.